Manufacturer narrative:
The device has not been received for evaluation. Should additional info be received a supplemental form will be completed.

Event description:
It was reported, the customer dropped the pump and the touch screen is now responsive. No impact to customers' blood glucose levels.